Event description:
Infant IV (bd insyte-n autogauard 24 gax0.56in) defective x 2 from lot 5114774, exp 03/31/2028. First IV would not retract needle when trying to disengage (safety mechanism defective); second IV had no catheter sheath, just a needle. Patient code: 4580. Device code: 2588, 1536; 2990. Reference report mw5184298.